Manufacturer narrative:
The insulin pump alarmed for a failed battery test and battery out limit due to a corroded battery tube and battery spring contact. No low battery alarm could be verified due to the failed battery test alarm. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window.

Event description:
It was reported that the battery on the insulin pump is not lasting as long as it used to and he is receiving low battery alerts. It was stated that the battery indicator does not show less than 2 bars. Battery did not last more than 1 week. Customer received a failed battery test alarm. It was stated that the contacts on the battery cap are not missing or damaged but the battery compartment and spring were corroded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.